Event description:
An initial event notification was received by united therapeutics drug safety on 18-feb-2026 from cvs specialty pharmacy, and forwarded to millyard advanced medical products, llc on 19-feb-2026. It was reported that the patient's remunity pumps were not functioning as expected, which resulted in an interruption in therapy. The patient was subsequently admitted to the hospital. No further information regarding the type of device issue was provided.

Manufacturer narrative:
Efforts to obtain additional information from cvs specialty pharmacy were unsuccessful. At the time of this report, no components or additional information have been made available to millyard advanced medical products, llc, for further investigation.